Event description:
A pt reported experiencing inaccurate erratic results with their meter. The pt's blood glucose results were "121 mg/dl and 212 mg/dl". Tests were done within 10 minutes with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.